Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the process. After the reset, the pump did not display the error code again, and the customer successfully started their sensor session.